Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed user advisory (ua) 20 (position out of range) and (ua) 45 (not at "home" position after power-on/restart) error messages was confirmed during archive review but not during the functional testing. The user was able to clear the (ua) 20 and (ua) 45 errors before the platform was returned to zoll for evaluation. The root cause for the (ua) 20 and (ua) 45 errors were due to the driveshaft not being at the "home position". Both error messages can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, during further testing, it was noticed that the encoder driveshaft could not rotate smoothly and exhibited binding and resistance. This might have caused difficulty for the user to clear the (ua) 20 and (ua) 45 error messages. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The autopulse platform passed the initial functional testing without any fault or error. The archive data show upon powering on, the autopulse platform displayed multiple user advisory (ua) 20 and numerous user advisory (ua) 45 error messages that likely related to the drive shaft was not in the home position during the power on, thus confirming the reported complaint. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a (B)(4).

Event description:
During the patient call, the autopulse platform (B)(4) intermittently displayed user advisory (ua) 20 (position out of range) and (ua) 45 (not at "home" position after power-on/restart) error messages. The customer was provided the instruction to clear the (ua) 45 error, however, the (ua) 45 error displayed again, and per the reporter, the drive shaft was hard to rotate. Manual CPR was performed. The patient's status information was requested but the customer did not provide a response.